Manufacturer narrative:
Vyaire file identification: (B)(4). The customer reported that they will not return the defective part/unit for evaluation. Therefore, no root cause could be determined. However, the customer placed an order and parts will be shipped. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that while the vela ventilator was running, motor fault, high rate, low pip (peak inspiratory pressure), low ve (minute ventilation) and xdcr transducer) fault alarms were triggered during est/uvt (extended systems test/user verification tests).